Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the clip jammed and the jaw mechanism broke. Unk which firing cycle this occurred. Unk firing circumstances. Unk if surgeon performed a cholangiogram. Case was completed with new device of same product code. There was no pt consequences.